Manufacturer narrative:
(B)(6). The subject device was returned and evaluated; the event was not able to be duplicated / confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during reprocessing the device was found to intermittently have insufficient pressure. The customer requested device be tested by olympus. There was no delay to the laparoscopic procedure and it was completed with a similar device and no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.